Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068 implantable pacing lead implanted 2002-(B)(6). (B)(4)

Event description:
It was reported that during a device changeout procedure the right atrial lead presented with high threshold levels. The lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.